Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced pain, swelling, and inflammation at the needle puncture site and decided to remove the sensor. On (B)(6) 2025, the symptoms worsen and spread under the arm and to parts of the shoulder, and she started to have limited range of motion in the arm due to severe pain which prompted her to call her physician¿s office for a same day appointment. At the healthcare provider (hcp) visit, she had an ultrasound to rule out a blood clot in the arm, which was negative, but the scan showed evidence there was an infection at the needle puncture site. She was prescribed a course of unspecified oral antibiotic and oral pain (tylenol) medications (one unspecified dosage, four times per day for seven days). At the time of the report the patient still had limited range of motion in her arm due to the pain had not subsided. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.